Event description:
The reporter contacted animas on (B)(6) 2014 reporting that the pump emitted a call service alarm but not sure what the code number is as the pump is unavailable and in school. There is no reported adverse event with this complaint. This report is made based on the allegation of the call service alarm issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/06/2015 with the following findings: the black box begins on (B)(6) 2014. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2014 have been overwritten. The available black box and alarm history show no evidence of any call service alarms. Pump was exercised for 24hs with returned battery cap and returned cartridge cap; no call service alarms were duplicated. Investigators removed the pump cover; no internal moisture damage or intermittent connections were observed. Unable to duplicate the complaint, information for the complaint is overwritten. The battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.